Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got locked up and became unresponsive, had motor error, paused while rewinding and occasionally shoots insulin while priming rather than dripping. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump rejected new batteries, random no delivery alarms and battery life declined. The device will not be returned for analysis.